Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The caller stated that the doctor wanted the insulin pump replaced because she was put back on the insulin pump, and her blood glucose levels elevated again. Troubleshooting was performed, and the insulin pump was programmed correctly. There were no insulin pump supplies available at the time of the call to conduct further troubleshooting. Advised that the insulin pump would be replaced per the doctor's request. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.